Event description:
On (B)(6) 2025, a male patient underwent a rotraex procedure to treat a supine position, via left femoral vein approach. During the procedure, the catheter was rotated but had suction issue. The catheter was retrieved and flushed with a guidewire and the catheter rotated but could not be suctioned for water flow. The instrument is easily removed from the patient but is removed with a guidewire because the device cannot be moved on the guidewire. After removing the instrument and the guidewire, the guidewire is pulled out of the instrument with a lot of force. Afterwards, a balloon was used to pre-dilate the diseased segment and complete the procedure.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contains information regarding catheter mechanical jam. After review of the provided images mechanical jam cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a rotraex procedure to treat a supine position, via left femoral vein approach. During the procedure, the catheter was rotated but had suction issue. The catheter was retrieved and flushed with a guidewire and the catheter rotated but could not be suctioned for water flow. The instrument is easily removed from the patient but is removed with a guidewire because the device cannot be moved on the guidewire. After removing the instrument and the guidewire, the guidewire is pulled out of the instrument with a lot of force. Afterwards, a balloon was used to pre-dilate the diseased segment and complete the procedure.